Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('severe back pain, pelvic pain, heavy bleeding, joint pain, hair loss') in a 51-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced back pain (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain ("pelvic pain "), genital haemorrhage ("heavy bleeding"), arthralgia (" joint pain") and alopecia ("hair loss"). At the time of the report, the back pain had not resolved and the pelvic pain and arthralgia outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, back pain, genital haemorrhage and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('severe back pain, pelvic pain, heavy bleeding, joint pain, hair loss') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain ("pelvic pain "), genital haemorrhage ("heavy bleeding"), arthralgia ("joint pain") and alopecia ("hair loss"). At the time of the report, the back pain had not resolved and the pelvic pain and arthralgia outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, back pain, genital haemorrhage and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.